Event description:
It was reported that the tip of the inserter broke during operation. No fragments remained behind in the pt. The pt is currently in a good status.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the MFR for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device info.